Manufacturer narrative:
(B)(4). Complaint device was returned to dexcom and evaluated. The reported failure was not confirmed and no defect was found.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced low audible alerts. Dexcom has issued an rga for patient to return the device to be investigated. There was no report of any injury or medical intervention at the time of contact with dexcom technical support.